Event description:
Checked for leaks and found that the cuff had atrophied. Pilot balloon was damaged and leaking from the damaged balloon.

Manufacturer narrative:
All information reasonably known as of 02 july 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
Checked for leaks and found that the cuff had atrophied. Pilot balloon was damaged and leaking from the damaged balloon.

Manufacturer narrative:
All information reasonably known as of 02 july 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint 09783. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury. The complaint reported 'checked for leaks and found that the cuff had atrophied. The pilot balloon was damaged and leaked from the damaged balloon.' An investigation was conducted based on the reported issue. According to the complaint report, no patients were affected. Photos provided confirmed a small tear causing the leak. However, there were no lot numbers provided, so a review of the device history record could not be performed. The issue has been submitted to the supplier for review. A risk assessment determined the ultimate risk to be low, not requiring reporting to the CAPA review board. This is the first complaint reported regarding part number I-pfrcs-65-5. No other complaints were reported for this part number during the same period. We will continue to monitor trends during our periodic complaint review meetings."